Event description:
The manufacturer received information alleging a ventilator would not pass service testing. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, physical damage to the ac inlet was observed. The device's ac inlet was replaced to address the issue. A "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue. A "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue.